Event description:
On september 1st, the user contacted dario to report high blood glucose (bg) readings. The user reported that prior to contacting dario, she received a high bg reading of 351 mg/dl from her dario meter. Due to this high reading, the user reported that she went to the ER where her bg level was tested with the hospital's meter and read 130 mg/dl, which the user reported is a normal bg level for her. The user reported that she did not have any adverse symptoms, however she went to the hospital in order to be extra cautious. While on the phone with dario's representative, it was determined that the user had been using a cartridge of strips that had been in her meter for well over a month, and therefore was expired. Dario's user guide states in the section regarding dario's test strips labeling "use within one month from first opening the cartridge foil". Dario's representative explained to the user that strips that have been opened for more than 30 days can cause inaccurate readings. Dario's representative then instructed the user to open and test with a new cartridge of strips. The user received a bg reading in the normal range for her. Therefore, it can be determined that there was misuse of the strips (off-label use). This complaint is not confirmed.